Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further that upon an additional check with an electrophysiologist, it was indicated that the arrhythmia episodes appeared to have been artifact and there did not appear to be anything wrong with the ICD.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced frequent torsades de pointes (tdp) tachycardia and ventricular tachycardia (vt) that were not recorded, detected, or treated by the implantable cardioverter defibrillator (ICD). It was noted that only the surface electr ocardiogram (ECG) displayed the episodes. The patient was hospitalized as a result. The ICD remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ra lead exhibited almost persistent far field r-wave (ffrw) oversensing. It was suspected by the clinician that the surface egm for the ventricular fibrillation (vf) did not appear real and appeared to compromised/manipulated. The clinician investigated if the patient is lying or has a munchhausen disorder. It was further noted that there was evidence of electromagnetic interference prior to onset of the arrythmia. It was theorized that the surface ECG is incorrect due to interference, noise, or movements. It was further noted that the ICD would likely be able to detect a true arrythmia in the case the arrythmia was real. The ra lead remains in use.